Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer was calling to check on warranty for the wheelchair, due to the frame was broken at the step tube of the chair.